Event description:
The consumer called to report that the consumer suffered a 2nd degree burn to her stomach after using the heating pad model 710 electric heating pad. The customer had used the pad several times before with no problems.